Event description:
During implant, the right ventricular (rv) lead impedance was high before connecting the lead to the device. Multiple attempts were made to reposition the lead but were unsuccessful. A new lead was implanted and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The complete lead was received for investigation. Visual inspection was performed and no anomalies were noted. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. The event of high pacing lead impedance was unable to be confirmed.